Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an increase in pacing lead impedance and high threshold were observed. A lead malfunction is suspected. Lead was capped and replaced.